Event description:
New information received notes that no changes or interventions were done; the right atrial (ra) lead will continue to be monitored remotely. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. No changes or interventions were reported. The patient condition was not known.